Event description:
An advia centaur sample barcode reader incorrectly read a sample barcode. The correct number was (B)(4). The system read it as 4675. This sample/barcode was scheduled to run a psa test. Since no request was found on the laboratory information system for the incorrect sample ID, that sample was not run. The operator reloaded the sample and the system read the barcode correctly. No incorrect test was performed. No incorrect result was reported.

Manufacturer narrative:
Siemens is currently investigating this issue.

Manufacturer narrative:
Siemens filed the initial MDR on april 18, 2012. Update: 8/24/2012: siemens has investigated this issue and found that the misreads were due to customer-produced labels that were poorly printed or applied. The instrument is performing within specifications. No further evaluation of the device is required.